Event description:
Philips received a complaint by the customer on the v60 indicating that the threads were stripped on the threaded insert on the central processing unit (cpu) tray cover. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer further provided that the device was not unstable, but it could move with sustained effort. The customer ordered and replaced the cpu tray cover to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.